Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the nurse that a patient was on intra-aortic balloon (iab) therapy post open heart surgery. The therapy had been initiated for some time, according to the nurse, and that the patient was ¿doing fine" when the alarm was generated. The nurse couldn¿t recall the particular alarm when asked. Upon inspection, blood was noted in the helium tubing. At the time of the incident was reported, the iab had already been removed and patient was currently tolerating the absence of iab therapy. There was no reported injury to the patient.